Manufacturer narrative:
The incident is caused by a production fault: the root cause is a missing silicone insulation (~ 5 mm) of the wire for temperature sensor #6. There has been an undesired electrical contact (short circuit) between the ntc6 wire and filaments of the carbon heating element. This short circuit resulted in excessive overheating at this area. This incident is considered as a single event there is no risk for public health.

Event description:
We received a complaint from one of our customers regarding astopad, ref:(B)(4), serial number (B)(6). The complaint is that the device caused a burning spot to a patient. The patient suffered a 3rd degree burn, back of the left leg, approx. 10 cm. Surgical intervention was necessary.